Manufacturer narrative:
The device was not returned for analysis. A review of the production records and compliant history could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a vessel puncture closure in the left groin using proglide devices after an impella interventional procedure. Reportedly, two proglide sutures were placed without issues. When attempting to place another proglide suture, the device came apart. Due to the device issue, a dissection and perforation occurred. The treatment for the dissection and perforation is unknown. A new proglide device along with manual compression was used to achieve hemostasis. A picture of the device that came apart was provided. Review of the picture found a guide break. No additional information was provided.